Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented remotely via merlin.net. Upon reviewing the transmission, it was observed the right ventricular lead was oversensing noise and delivered inappropriate shocks. The lead was capped and replaced on (B)(6) 2020. The patient was stable.